Event description:
An ophthalmic surgeon reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the iol was found to be scratched by injector. Additional information was requested, but further no information was available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratched lens; therefore, the condition of the product could not be verified. A photo of the handpiece is attached to the parent file and has been reviewed by the investigation site. The functionality of the product cannot be determined and, therefore, the reported event cannot be confirmed. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).